Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date, the patient had experienced hypoglycemia due to an insulin on board (iob) calculation issue. Reportedly, the patient¿s blood glucose (bg) was at 41 mg/dl and was unsteady when standing or walking. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy with no information provided regarding any recent adjustment to the pump settings. Customer technical support agent reviewed the event with the reporter. Allegedly, iob was not calculating correctly into bolus total. The iob feature was tested during the call with an air bolus and the pump subtracted iob amount correctly. The iob feature was reviewed with the reporter during the call. Troubleshooting determined that the reported issue was likely a misinterpretation of how the iob feature operates by the user. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia related to a use error in that the iob feature was not fully understood by the customer.

Manufacturer narrative:
Follow-up #1: date of submission 01/14/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: pump passed delivery accuracy test and found to be delivering within the required specifications. Black box contains dates from (B)(4) 2015. Black box and histories for issue reported on (B)(4) 2014 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. Pump passed delivery accuracy test and found to be delivering within the required specifications. Pump settings confirmed the iob was set to 4 hours. Iob calculated correctly during testing.